Event description:
Boston scientific received an email from a family member of this patient which expressed that this cardiac resynchonization therapy defibrillator (crt-d) had exhibited beeping tones. Technical services advised to have this patient go in for a follow up as soon as possible. At this time no additional follow ups have taken place. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains implanted should additional information become available this event will be updated.